Manufacturer narrative:
Concomitant medical product: cd2357-40c ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) system was removed due to erosion and infection. No further patient complications have been reported as a result of this event.